Event description:
It was reported that, "rejuvenate stem inserter did not engage the implant." There was no adverse consequence to the pt.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.